Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Blood leak was detected within 2 minutes of start of treatment. The leak was not visually observed at the time and the machine alarmed. Blood test strips were used at the arterial hanson and tested positive. Estimated blood loss was 150cc's. Patient did not require any medical intervention. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.